Event description:
A ventilator was returned to the manufacturer for routine maintenance, and an issue with the internal battery was found by service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the internal battery was observed. The device's internal battery was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).